Manufacturer narrative:
E1- initial reporter address 1: (B)(6).

Event description:
Promus premier china registry. It was reported that the patient experienced unstable angina pectoris, myocardial infarction and restenosis occurred. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the proximal left anterior descending (lad) artery. With 100 % stenosis and was 34 mm long, with a reference vessel diameter of 3.0 mm. The target lesion 1 was treated with pre-dilatation and placement of 3.00 mm x 38 mm promus premier stent system. Following this post-dilatation was performed with 10% residual stenosis. A week and six days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, post index procedure, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. Revascularization was recommended. Coronary angiography revealed 99% stenosis in proximal lad and was treated with percutaneous coronary intervention with 10% residual stenosis. The rationale of intervention was angina and elevated cardiac enzymes. Six days later, the event was recovered and resolved, and the subject was discharged on the same day. It was further reported that the subject presented with myocardial infarction in (B)(6) 2019. During the index procedure, one additional coronary stent was used to treat the target lesion, however, there is no reported event associated with the device. In (B)(6) 2021, during the follow-up, a 12-lead electrocardiogram (ECG) revealed-q-wave myocardial infarction (mi). Location of mi was anterior. On the same day, the subject was diagnosed with myocardial infarction based on biomarker elevation and ECG changes. The cardiac enzymes were noted to be elevated consistent with protocol definition of mi.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
Promus premier china registry. It was reported that the patient experienced unstable angina pectoris and restenosis occurred. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the proximal left anterior descending (lad) artery. With 100 % stenosis and was 34 mm long, with a reference vessel diameter of 3.0 mm. The target lesion 1 was treated with pre-dilatation and placement of 3.00 mm x 38 mm promus premier stent system. Following this post-dilatation was performed with 10% residual stenosis. Thirteen days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. Coronary angiography revealed 99% stenosis in proximal lad and revascularization was recommended. The event was treated with percutaneous coronary intervention with 10% residual stenosis. The rationale of intervention was angina and elevated cardiac enzymes. Six days later, the event was recovered and resolved, and the subject was discharged on the same day.

Event description:
Promus premier china registry. It was reported that the patient experienced unstable angina pectoris, myocardial infarction and restenosis occurred. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the proximal left anterior descending (lad) artery. With 100 % stenosis and was 34 mm long, with a reference vessel diameter of 3.0 mm. The target lesion 1 was treated with pre-dilatation and placement of 3.00 mm x 38 mm promus premier stent system. Following this post-dilatation was performed with 10% residual stenosis. A week and six days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, post index procedure, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. Revascularization was recommended. Coronary angiography revealed 99% stenosis in proximal lad and was treated with percutaneous coronary intervention with 10% residual stenosis. The rationale of intervention was angina and elevated cardiac enzymes. Six days later, the event was recovered and resolved, and the subject was discharged on the same day. It was further reported that the subject presented with myocardial infarction in (B)(6) 2019. During the index procedure, one additional coronary stent was used to treat the target lesion, however, there is no reported event associated with the device. In (B)(6) 2021, during the follow-up, a 12-lead electrocardiogram (ECG) revealed-q-wave myocardial infarction (mi). Location of mi was anterior. On the same day, the subject was diagnosed with myocardial infarction based on biomarker elevation and ECG changes. The cardiac enzymes were noted to be elevated consistent with protocol definition of mi. It was further reported that in (B)(6) 2021, the event did not qualify for myocardial infarction. Therefore, the diagnosis of myocardial infarction was removed.

Manufacturer narrative:
E1- initial reporter address 1: (B)(6).